Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, a piece of the device insulation was missing, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.